Event description:
Surestep enhanced meter was prompting error 1. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep walked pt through troubleshooting. Pt had been using correct testing techniques. Pt did not have a color chart and did not compare the test strips confirmation dot during the time of concern. The customer service rep walked pt through cleaning the meter and retesting and the meter prompted the "error 1" message. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.